Event description:
During the procedure, a section of the telescope catheter extension sheared off into the patient's right coronary artery when guided through the superior aspect of the existing tavr valve.